Event description:
The customer stated that one patient sample generated (B)(6) results for the architect (B)(6) confirmatory assay. The patient was pregnant and the test was done pre-delivery. However, this patient's baby was received a shot of (B)(6) based on the (B)(6) result. The patient had a history of (B)(6) results and therefore; the patient was redrawn (the next day) and the new sample generated (B)(6) results.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 13120lf00 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect hbsag reagent, list number 01l80, lot 13120lf00, was identified.

Manufacturer narrative:
Lot number has been provided by the customer: evaluation inprocess.